Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during prime test due to moisture damage force sensor resistor unit received with currents within specification. No blank display. Lcd board ok. The insulin pump passed self-test. No display anomaly noted. No missing segments or partial display anomaly noted. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. There was nothing on the screen. The display returned but faded away again back to a blank display. The customer was unable to perform the self-test. Customer's blood glucose level was 130 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.